Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels rose above 250 mg/dl while wearing the pod for between 1 and 4 hours. Reportedly, the pink slide did not move forward during pod activation, despite the cannula having deployed, which may indicate a needle mechanism failure. The cannula was reportedly inserted into the patient¿s skin. As treatment, a new pod was placed.